Event description:
During a revision procedure, it was discovered that the pt had an infection. The pt's system was explanted.

Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for eval.